Event description:
Customer reports that "valve would not function appropriately. Surgeon verified setting of 40mmh2o, however, ventricular pressure exceeded 180mmh2o.

Manufacturer narrative:
The device has been rec'd for investigation. Upon completion of the investigation, a follow up report will be filed.